Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring=clear customer complained on (B)(6) 2021 device alarmed stuck button. Device received with no button response due to missing keypad overlay. Unable to perform self test or displacement test due to keypad anomaly. Device successfully downloaded to thus. No stuck button error alarms noted during testing. Verified device- alarmed stuck button on (B)(6) 2021 22:36:09.000 in device downloaded history. Device passed the keypad voltage test. The j1 connector on electrical board was locked properly during visual inspection. Found moisture damage to motor assembly, electrical board and electrical board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, corroded keypad traces, missing display window cover, cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment, serial number label missing, end cap address label missing and cracked retainer. The p-cap/reservoir does lock properly. Confirmed no button response due to missing keypad overlay. No stuck button error alarms noted during testing and verified device alarmed stuck button on (B)(6) 2021 22:36:09.000 in device downloaded history. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had a stuck button. Customer statted that they did not press down button for 3 minutes or longer. Insulin pump was not exposed to change in altitude. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.